Event description:
It was reported that a pt experienced dyspnea, colic and an increase in blood pressure three minutes after start of pc transfusion through the device. The transfusion was stopped and hydrocortisone sodium succinate and stronger neominophagen c were administrated. The pt recovered.

Manufacturer narrative:
The co is in agreement with the reporting physician's statement that he did not believe the filter to be involved in this incident. Unless substantially significant info becomes available, this constitutes a final report.